Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the back button had to be pressed harder to respond. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump received unexplained no delivery alarms, rejected new batteries and insulin pump buttons are faded. The device will not be returned for analysis.